Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via electronic message by the customer that they experienced low blood glucose from (B)(6) to (B)(6) 2019 with unknown blood glucose levels at the time of the incidents. The customer was given glucagon to treat on one of the occasions. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the events. The customer reported 5 instances where their reservoirs malfunctioned and dropped their blood glucose 150 to 200 points due to over delivery. Troubleshooting was not completed as the customer could not be reached back. The customer mentioned pump physical damage on a previous pump. The insulin pump will not be returned for analysis.